Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, an inappropriate shock was delivered. The noise was attempted to be reproduced; however, it was unsuccessful. X-rays were performed which were inconclusive. Sense b artifact was suspected. It was decided to explant and replace the system. Aside from the system replacement, no further adverse patient effects were reported.